Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported the scope was bent and blurry. No negative impact in state of health reported.

Manufacturer narrative:
Conclusion: the customer's description of bent and blurry can be confirmed. During the examination of the optics, a severely bent shaft was found, which resulted in a broken rod lens. One or more rod lenses broke due to the enormous mechanical bending stress. The breakage means that imaging is no longer possible. The damage found is not due to a manufacturing/production defect but was most likely caused during clinical use/clinical reprocessing. No further action will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).